Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was returned for technical investigation. Simulated use testing of the returned ventilator failed the performed pre-use check with internal leakage test. The o2 gas module was replaced and the pre-use check again fails on the internal leakage test. Replacement of the expiratory cassette, battery module and o2-cell resolved the issue. The root cause of the reported failure has not been established in this investigation.